Event description:
On (B)(6) 2023, a spontaneous report from the united states was received via telephone regarding a 41-year-old female who used a thermacare menstrual 8hr heat wrap. On (B)(6)2023, approximately at 12:45 pm the consumer topically applied a thermacare menstrual heat wrap to her abdomen. At approximately 6 pm the same day, she removed the heat wrap and noted she experienced some burns. Further noted that some of her skin was burnt off, but she did not have any blisters. She applied neosporin to help her heal. She had not consulted a doctor about her symptoms. As of (B)(6)2023, she still had symptoms but she was healing.

Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports she "experienced some burns". The cause of the consumer stating she experienced some burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations. This is an adverse event for a burn; risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.